Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3.1 was failed and unable to open. Customer tried to reboot and recover, but the issue persisted. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was not detected. A field service engineer (fse) replaced the t card, turned on the device, but the drawer 3.1 clicked and wouldn¿t turn on. The fse then replaced the 3.1 drawer card, which allowed it to turn on, but it was still not recognized in hardware test application or the application. Upon checking the back of the machine, the fse found the retractor band cable was loose. After reseating the cable, the drawer was able to function properly. The drawer was tested in diagnostic mode and was able to open and close without any issues. The customer was able to inventory without any failures. The system functioned as intended after the field service engineer repaired the device.